Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply and calibrated the x-ray tube circuits. System operates as intended.

Event description:
The customer reported the system does not boot up correctly. No patient injury was reported.